Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. It was reported that the patient had visited the hospital for unspecified treatment; however it was not reported if the patient was hospitalized for peritonitis. Patient outcome and action taken with pd therapy were not reported. No additional information is available.